Event description:
It was reported that the pt experienced flu-like symptoms for about 2 weeks starting on (B) (4) 2009. Subsequently, the pt had heard an alarm, which was confirmed by telemetry. The pump event logs revealed safe state, re-set low battery - motor stall alarms. A large volume discrepancy was noted (specific values not reported). No rotor or dye studies were completed. The pt was still in the process of deciding whether or not they will have their pump permanently explanted or replaced. As far as the refill hcp was aware, the pt was recovered without sequela.

Manufacturer narrative:
(B) (4).